Event description:
It was reported that on november 22, 2022 during an unknown procedure while inserting low profile screw through the nail, the threads of the retention pin broke off inside the screw. Screw was removed, and new screw was inserted. No retained fragments left inside the patient. Surgery was completed successfully with a surgical delay of 5 minutes. There is no indication that the time delay occurred at a critical procedure step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown.) This report is for one (1) retention pin for scrdriver short / xl25 this is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h10 additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.